Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon was caused by the failure of the printed circuit board (qb board). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the investigation result, omsc concluded that the reported phenomenon was attributed to the failure of the printed circuit board (qb board). The exact cause of this printed circuit board failure could not be conclusively determined. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) found that during the incoming inspection for repair of the subject device, it was found that the endoscopic image was not displayed on the screen of the subject device. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The following fields have been populated: a1, d4. Correction to g3 of the initial medwatch. The aware date should be 01-nov-2021. Olympus will continue to monitor the field performance of this device.